Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The device functioned properly after unplugging and plugging the battery the battery tube connecter into the interface board. The device was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump kept alarming failed battery test. They attempted to resolve the issues with different types of batteries and the issue persisted. The customer's blood glucose was 10.2 mmol/l. Troubleshooting was performed and the device continued to alarm, even after the battery was cleaned and a new battery was inserted. Customer also noted the device had crack at the opposite end of the battery compartment. The customer was advised the device needed to be replaced. The customer agreed to return the device for analysis.